Event description:
It was reported that the physician was attempting to use an amphirion deep us pta balloon to treat the right distal posterior tibial artery. The lesion exhibited severe tortuosity, severe calcification, 100% stenosis (chronic total occlusion). The device was inspected and prepped prior to use with no issues noted. No resistance encountered when advancing the device to the lesion. The balloon was in the right distal posterior tibial artery below the ankle was inflated and then ruptured. Some force may have been used/required to withdraw the device. After rupturing, the doctor went to pin and pull the balloon out over the wire; the distal part of the balloon became detached (where the shaft met the proximal end of the balloon) in the vessel and remains in the patient. No other clinical sequelae were reported for this event reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - severe tortuosity, severe calcification, 100% stenosis (chronic total occlusion). No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: device failure related to patient condition - severe tortuosity, severe calcification, 100% stenosis (chronic total occlusion). Unable to confirm complaint -device or procedural images not provided for review. (B)(4).